Event description:
It was reported that the ventilator's o2 measurement does not work. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The reported problem could not be reproduced during the investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received and no parts identified or returned as faulty, we have not be able to establish the root cause in this investigation.

Event description:
Manufacturer's ref.#(B)(4).